Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. The patient was performing peritoneal dialysis (pd) with a therapy with a homechoice cycler at the time of death. No additional information is available.